Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-21062019-0000459604 submitted for adverse event which occurred on (B)(6) 2017. Mwr-26112018-0000252905 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh2x were implanted. It was reported that the patient underwent mesh excision on (B)(6) 2017 due to large vaginal mesh erosion and recurrent vaginal prolapse. It was reported that the patient underwent another mesh excision on (B)(6) 2018 due to recurrent complete vaginal prolapse, recurrent stress incontinence and vaginal mesh erosion. Other implanted product is captured in a separate file. No additional information was provided.